Manufacturer narrative:
Concomitant medical product(s): dtma1qq ICD; 6935m55 lead. Implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation caused by the left ventricular (lv) lead. It was noted that the patient heart was racing. Reprogramming was done, which resolved the stimulation and the lead remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.